Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "failure of the tibial insert in a rotating hinge total knee arthroplasty" written by ran schwarzkopf, md, msc, sonia chaudhry, md, frederick j. Kummer, phd, and scott e. Marwin, md published by the journal of arthroplasty vol. 26 no. 6 2011 accepted by publisher 7 august 2019 was reviewed. The article's purpose was to report on 2 cases where the tibial insert in a rotating hinge tka failed. Each case is captured individually in linked complaints. Both patients were implanted with depuy products. The article does not provide cement manufacturer and the article does not report if patellar resurfacing was including. Depuy products utilized: depuy noiles s-rom rotating knee hinge system. This complaint captures a (B)(6) female retired kindergarten teacher who originally had bilateral tkas (original implants unknown) and experienced a revision of l knee with 2 stage reconstruction when the depuy noiles srom rotating knee hinge system was then utilized. Three years post revision surgery she experienced knee injury. The article reports she had a fall 3 months prior to presentation of severe left knee instability. It was discovered the metal post of the hinge tibial insert was fractured. She received revision surgery with new insert but same size. Decision was made to revise the well fixed tibial components with augments to avoid potential complications and preserve bone stock. However, the new insert failed at the same metal post 4 months after implantation. The concern at this point is she has become severely laxed resulting in abnormally high forces being transmitted to the insert base plate interface. Operative decision was to revise the femoral component to a distal femoral arthroplasty which allowed for distal positioning of the joint line and decreasing the thickness of the tibial insert. She recovered fully 1 year post last revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.